Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The screw on the auxiliary knob was tightened to resolve the issue. Block a: no patient information provided to date after attempts 04/07/26 and 04/23/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen during a case. There was no patient injury.